Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received with faded and worn line cord. Quick connect was corroded. Pole clamp was discolored. Microswitch was missing lever arm. Printed circuit board (pcb) was missing a light emitting diode (led). Water tank cover has a small crack on the bottom left side. Front cover and enclosure has multiple scratches and nicks. Visual inspection also revealed that the front cover was not attached to the enclosure. Investigators were unable to determine root cause. Probable cause was damage to the pcb; causing the front cover to not fit properly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the front cover was not fitting correctly. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.